Manufacturer narrative:
This event was reported from the transbronchial biopsy assisted by robot guidance in the evaluation of tumors of the lung (target) study (B)(6). The device was not returned for evaluation. There was no allegation of device failure. Risk of pneumothorax is documented in (B)(4), rev f, monarch bronch risk management report and is deemed to be acceptable. Based on the information available for this complaint, the root cause of the reported event is related to a known inherent risk of the device and procedure as documented in the labeling.

Event description:
On (B)(6) 2022, it was reported that a patient underwent a navigation bronchoscopy. During the procedure, the patient was noted to be hypoxic, with elevated peak pressure. An ultrasound showed no lung sliding on right, chest x-ray (cxr) confirmed a moderate-sized, right pneumothorax with associated leftward deviation of the mediastinum, raising the possibility of tension pneumothorax, and left basilar atelectasis. A pigtail chest tube was placed in the right upper chest. Patient tolerated the procedure well. Post procedure cxr shows resolution of pneumothorax. Chest tube was removed. The patient remained in the hospital for 7-days due to symptoms of acute hypoxic respiratory failure secondary to pneumothorax. Pediatric gi forceps were used during the procedure as well as an unknown needle.

Manufacturer narrative:
Engineering confirmed that the logs of the reported event were not being uploaded to the cloud. Three good faith efforts (gfe) were made acquiring the logs. However, the logs have not become available as of 7/12/2022. Due to the absence of logs, a full failure analysis cannot be performed against the system. A review of the device history record (DHR) was performed. A review for similar complaint shows the reported issue is a known issue however the root cause is specific to each individual case. There are no reports of nonconformance that relate to the reported incident. This issue will be tracked and trended in the monthly complaint trend review meetings.